Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, however, there is evidence to suggest that the customer has not carried out the incubator maintenance to the level required and the fe found that the reagent metering proboscis needed replacing and the signal reagent dispense volumes were high. Therefore an analyzer issue cannot be completely ruled out. Based on historical quality control data, there was no indication the vitros troponin I es lot 2520 contributed to the event. However, the low level control does not adequately evaluate performance of the vitros troponin I es reagent with concentrations <url (0.034 ng/ml), therefore a reagent issue cannot be entirely ruled out as a contributing factor. Pre¿analytical sample handling could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a patient sample (0.146 ng/ml vs. Expected <0.012 ng/ml) using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was reported from the laboratory; however, sample testing was repeated and a corrected report was issued. There was no allegation of patient harm as a result of the event. (B)(4).